Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, during device removal the device became stuck in the pt's artery. The device was removed using counter-tension and hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was available.